Event description:
Caller states patient tested 5.2 inr on the coaguchek xs plus system while a comparison lab returned as 3.1 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
Customer reportedly received results 190 mg/dl and 100 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.